Event description:
Call received from reporter about her malfunctioning libre 3 continuous blood glucose monitoring system. Reporter stated that the device consistently reads very high or very low which has caused her to undertake the wrong treatment based on the readings. She has ended up in the emergency room on numerous occasions as a result (e.g., (B)(6) for emergency room treatment). On her last oncology appointment, she was not able to receive therapy for her cancer due to her blood glucose (bg) at 627mg/dl where, the libre 3 had read earlier that she was in a low range. Reporter stated that she now double-checks her bg with an accu-chek for comparative reasons before any action taken for treatment. For example, this morning the libre 3 read her bg at 141mg/dl and the accu-chek read 82mg/dl. Reporter shared that she has a permanent colostomy such that accurate glucose monitoring is incredibly important, enabling her to take proper treatment with food or insulin. For all diabetics it can be a life-or-death regulatory device and what the libre 3 has been doing is unacceptable and needs to be looked into.